Event description:
Customer reported leak centrifuge alarm in the second cycle during collect. Customer observed fluid in the centrifuge and found a leak at the rotation seal of the bowl. The customer was advised to abort the treatment and not return the volume to the patient. Volume in the kit approx 400ml. Patient was in stable condition. Customer did not want to return the kit for investigation but did send photos. No service order was generated.

Manufacturer narrative:
A review of lot c731 was performed and there were no nonconformances associated with this lot. This lot met release requirements. Trends were reviewed for complaint categories. Leak centrifuge alarm and centrifuge bowl leak/break, and no trends were detected. No capas have been initiated. Analysis of the photos sent by the customer was conducted. Per the analysis, the defect was not verified. Device history record review was conducted by the manufacturer and it was noted that all components used to build the kit met the product manufacturer's specifications. The root cause of this failure is undetermined with the available info; therefore, no specific corrective action was identified for this complaint. (B)(4).